Manufacturer narrative:
The device was not returned; however, the lot number was provided. The device history record for this lot did not produce any findings relevant to this investigation.

Event description:
It was reported that a physician in training attempted an arteriotomy closure with a starclose vascular closure system after an interventional procedure. During the procedure, the vessel locator wings collapsed before the clip was released. The clip could not be released and hemostasis was achieved with manual compression. There were no pt effects. No further pt info received.